Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced low blood glucose. Blood glucose level at the time of the incident was 50 mg/dl treated with food. Customer alleged insulin pump was over delivering because customer suspended the delivery and removed it and her blood glucose went fine. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature information was unknown. Customers last blood glucose reading was 245 mg/dl. The insulin pump will be and reservoir will not be returned for analysis.